Event description:
During an endoscopic retrograde cholangio-pancreatography, the billiary guidewire in use was noted to be ripped. The orange coating was separating from the wire. The wire was withdrawn without apparent injury to the pt or damage to the scope.